Event description:
On 12/17/96, an aus device was implanted. After the pt was closed, a catheter was placed resulting in a urethral tear. The cuff was removed from the pt and the urethral tear repaired on the same day.